Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of screen flickers was not confirmed. However, the device evaluation identified a camera communication error code, e222, which displayed with only color bar display due to a defective cable unit. The device failed the leakage test on the rear cover. Device history review revealed no issues that could have caused or contributed to the reported issue. The device evaluation could not confirm the customer's reported event; therefore, a definitive root could be identified. However, image issues of communication error code e222 with color bars were observed due to a faulty cable. Based on the results of the investigation, the cause of the image issues is potentially due to component failure. To mitigate risk/harm to the patient, the instructions for use provides the following: "if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again, and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the "screen flickers" when using the 4k autoclavable camera head. The issue was found during reprocessing. There was no patient involvement reported.